Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of thirst and drowsiness. The reporter noted that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient remained on the pump following the alleged blood glucose excursion. The reporter noted that the basal rate of the pump had been changed by the patient's healthcare provider in relation to the alleged blood glucose excursion. A customer technical support (cts) representative performed troubleshooting with the reporter and found that there was a leak at the leur lock connection between the cartridge and the infusion set. The reporter indicated that the connection was not secure. The cts representative walked the reporter through the process of securing the cartridge and infusion set and the leak issue was fixed. This complaint is being reported because of the alleged hyperglycemic event as a result of a leak at the leur lock connection due to use error of the cartridge.